Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported there was a catheter disconnect at the pump connector. The doctor was removing the current catheter from the old pump and the sutureless connector white cap came off by itself and the metal piece was still on the pump. The event required replacement. No troubleshooting was required. The product issue was resolved. There were no patient symptoms or complications associated with the event. The patient status at the time of the report was ¿alive- on injury.¿ the system was being used to deliver compounded baclofen.

Manufacturer narrative:
Analysis of catheter found difficulty with the sutureless connector led to explant.